Event description:
It was reported that a cartridge alarm 1 occurred while pump not in use. The customer's blood glucose level was 64 mg/dl. Customer continues to use manual injection insulin therapy for diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.